Event description:
A report was received that the patient had seizure. The physician believed that seizure was device related. No further action at this time due to patient having non-device related issues.

Manufacturer narrative:
Dave of event: (B)(6) 2012. Additional suspect medical device components involved in the event: model #: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm.